Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.

Event description:
The international customer reported system is switching off automatically. The customer reported there was no patient involvement.